Event description:
Reportedly, after 20 minutes of ventilation on a pt, the ventilator gave a device alert with lit led and then immediately shut down with audible alarm. The pt was immediately ambu bagged by the hosp staff and switched to another ventilator. Please note that there was no serious injury in this case.

Manufacturer narrative:
Eval summary - eval of the returned ventilator found an error message of "motor fault" indicated on the display along with a device alert alarm. Further eval found the main board to be the source of this failure. The main board in question was forwarded to its MFR for a root cause analysis.